Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: the customer reported leaking on patients from the 11088483 extension tubing set. The customer returned two sets, one with failure mode incorrect colorization under (B)(4) and this set with leakage. Since they were returned together and not noted, both sets were tested for leakage and neither had an observed failure. The female and male luers held up under syringe pressure and did not leak, and the complaint is not verified. The customer may not have tightened the connection all the way. A device history record review for model 11088483 lot number 20105807 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without an observed failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set dehp free experienced leakage. The following information was provided by the initial reporter: material no: 11088483. Batch no: 20105807. Bd extension set leaking on the nicu patients.